Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced pressure when filling the cartridge and insulin sprayed out of the needle tip of the syringe on multiple occasions. The customer's blood glucose (bg) level was 267 mg/dl at the time of the reported event. The customer delivered a manual injection to address bg level. The customer was able to load the cartridge prior to contacting tandem technical support.